Event description:
It was reported that on (B)(6) 2026: placement of a single-use implantable drug delivery device (IV catheter). On the morning of (B)(6) 2026, as the patient's infusion neared completion, fluid leakage was observed. The charge nurse was notified and conducted a bedside assessment, identifying leakage at the connection point between the single-use implantable drug delivery device (idds) and the needle-free infusion connector. Upon closer inspection, a crack was discovered at the tip of the idds extension tube. The device was removed using standard procedures. No further details provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.